Event description:
The customer reported the coulter lh 750 hematology analyzer was generating multiple differential background failures during startup. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 2/10/2015. The fse found that the connection to solenoid 58 was broken. The fse replaced the solenoid, which repaired the failing backgrounds. The repairs were verified per established procedures. (B)(4).